Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device seal plug was intact. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The patient was presented back to the electrophysiology (ep) laboratory. The device and electrode were explanted due to product performance issue (ppi).

Manufacturer narrative:
Ts reviewed a number of untreated episodes and concluded that the primary and secondary vectors were sensing noise and the alternate sense vector signals were very small. Ts could not guarantee that any vectors would not have an issue leading to inappropriate shocks. The physician needs to investigate why the noise is occurring. Ts suggested reviewing the s-ecgs from implant and obtain a chest x-ray to compare with the baseline x-ray. Boston scientific received information from the local representative that this patient has not received any inappropriate shocks. A recent x-ray was compared to the x-rays taken prior to discharge. No changes in electrode position were identified. The sense vector was reprogrammed to primary and the gain was increased per physician order. Boston scientific received information in early-december 2016 that this patient received an inappropriate shock due to oversensing. The patient was driving when shock therapy was delivered. The patient's medical history was significant for back surgeries and diabetes. The patient's ejection fraction is now 69%. Ts received printouts of treated and untreated episodes which showed electrogram noise. Some signals could be physiologic but others are very unusual in appearance. Noise is now seen in secondary (1x gain) and primary (2x gain). The local representative mentioned that the alternate vector was small and not acceptable. Ts discuss programming smartpass on and further troubleshooting to recreate this observation. The physician and patient elected to reprogram tachycardia therapies off.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative wanted to review an untreated event associated with electrogram noise that was recorded in this patient's latitude monitoring system. The sense vector was programmed in secondary. The patient was riding a lawn mower at the time of the event. Ts reviewed the event and commented that there was noise on baseline that appears to resemble muscle noise rather than electromagnetic interference (emi). There was also noise on the presenting s-egm as well which suggest that the noise is not emi. Ts discussed upgrading the device to enable smart pass on. Additionally, ts suggested troubleshooting technique to recreate the electrogram noise and run an automatic set-up to see which vector the device will choose. Subsequently, the local representative contacted ts again to report that the smart pass feature could not be enabled. The local representative performed an automatic set-up and a primary sense vector was selected. The local representative commented that when initial isometric were done, no noise was observed. However, noise is now present with a primary sense vector selected and the patient moved. Ts was informed that the device was secured in the pocket and the physician had utilized a 3-incision technique to implant the electrode.